Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with nocturnal hypoglycemia followed by postprandial hyperglycemia while using the ilet, including lows to 40 mg/dl and highs to 400 mg/dl with prolonged readings above 180 mg/dl and device alerts, with no back-up therapy or ketone testing used. Symptoms included low and high glucose levels without loss of consciousness, dka, or medical intervention. Outcomes included temporary impairment due to abnormal glucose readings that resolved without professional treatment. Investigation included review of device reports, review of cgm-driven insulin modulation behavior, and user education and troubleshooting regarding potential infusion set issues and system response to low glucose trends. Investigation of this case revealed the device was functioning as designed with automated insulin reduction and suspension in response to low trends, and the cause of hyperglycemia and hypoglycemia remained unclear; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.